Manufacturer narrative:
Since the subject device was discarded by the user facility, the subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The lot no. Was unknown. Therefore, as the result of checking the manufacturing record of one year in the past from august 7, 2016, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, based on the doctor's comment, the perforation might be caused by activation with excessive output setting on the esg-100. The instruction manual of the esg-100 contains warning statements which has a risk of a perforation to the tissue.

Event description:
During a polypectomy of the stomach, the doctor was stopping bleeding with the subject device and the esg-100. Then, the doctor perforated the stomach. The doctor discontinued the procedure and the patient was taken to another hospital. Olympus medical systems corp. (Omsc) could not confirm any information of the patient's condition. Also, the doctor commented that the perforation might be caused by activation with high output coagulation mode named "forced coagulation 2" on the esg-100.